Event description:
The customer reported that the system did not fluoro and there was no power to the system. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep changed the xray tube and tank. He then calibrated the system. The system operates as intended.